Event description:
The customer reported to olympus, the evis exera bronchovideoscope, that the entire screen becomes black and shows no images. The issue was found during preparation for use, the customer stated they were able to restore the intermittent black image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported issue was confirmed. The image was intermittently blacking out. Additional findings, there was a heavy dent in the insertion tube which the ring gauge was unable to pass through. A supplemental report will be submitted if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.